Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the end of the bd intima-ii¿ closed IV catheter system's septum during use. The following information was provided by the initial reporter, translated from chinese to english: "it was found blood leakage at the end of septum".

Event description:
It was reported that blood leaked from the end of the bd intima-ii¿ closed IV catheter system's septum during use. The following information was provided by the initial reporter, translated from chinese to english: "it was found blood leakage at the end of septum".

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7019422. We have noted a trend in leakage events in this lot of intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample could not be provided, from previous investigations we know, that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot of dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices.